Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the patient experienced double and blurry vision which caused visual discomfort. The iol was exchanged in a secondary procedure. Additional information was requested and received.